Manufacturer narrative:
Additional narrative: event date: unknown. Additional product codes: hrs and hwc. (B)(4). Manufacturing site: (B)(4). Manufacturing date: december 23, 2015. Expiry date: december 01, 2025. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient had distal femur fracture revision due to a broken plate and non-union. On an unknown date in (B)(6) 2016 patient was implanted with a 4.5mm variable angle-locking compression plate sterile, eleven 5.0mm variable angle locking screws and one 4.5mm cortical screw. Patient may been having pain in leg resulting in revision surgery on (B)(6) 2016. All hardware was removed and a new plate and screws were implanted. There was no delay in surgery and surgery was completed successfully. Patient status is unknown. Concomitant devices reported: 5.0mm variable angle locking screws (part number unknown, lot number unknown, quantity 11); 4.5mm cortical screw (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (4.5mm va-lcp curved condylar plate/10hole/230mm/lt-sterile, part number 02.124.411s, lot number 9752694). The subject device was received broken into two pieces at the sixth combi-hole proximal to the head of the plate. There are also numerous scratches and marks consistent with implantation and removal. A visual inspection of the fracture surfaces found no voids and or discolorations that might indicate a material issue. The returned device is part of the 4.5mm va-lcp curved condylar plate system and is indicated for buttressing multi fragment distal femur fractures per the associated technique guide. Drawings (manufactured/current) for the device were reviewed. No drawing issues or discrepancies were noted. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The complaint condition of broken postoperatively is confirmed. The exact cause for the complaint condition could not be determined, but it is likely that the device was subjected to excessive forces and cyclic loading due to the bone not healing properly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016 patient had distal femur fracture revision due to a broken plate, nonunion and possibly pain. The patient was initially implanted on (B)(6) 2016 with a 4.5mm variable angle-locking compression plate sterile, eleven (11) 5.0mm variable angle locking screws and one (1) 4.5mm cortical screw. During the (B)(6) 2016 revision surgery, all the existing hardware was removed and a new unknown plate and screws were implanted. There was no surgical delay and the procedure was completed successfully. The patient's post-surgical status is unknown.